Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high, out of range shock impedances on the associated right ventricular (rv) lead. A review of the historical impedance measurements show that shock impedances have been trending upwards since implant. A lead fracture was suspected. A lead revision procedure was performed and the lead was explanted and replaced. As of today, this device remains in service. No adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.